Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned. Breakage of the catheter tubing was confirmed about 1 cm from the luer connector. No strain relief was found. Blood and fluid were noted in the catheter hub and in the tubing. Some substance with fibers in it was noted on the luer hub (potentially remnants of catheter dressing). The area of separation of the tubing was reviewed. Some fiber was noted on the tubing. A potential cause for this issue is excess tensile force applied to the catheter. Some potential contributors include improper catheter securement, taping over the catheter tubing, and movement of the patient during insertion. The application of excess pressure could also cause catheter damage (for instance, if a syringe smaller than 10 ml is used, or flushing despite resistance), which could result in catheter breakage. Strain relief detachment can occur due to excess tension or excess pressure. If the strain relief detached prior to the tubing breakage, it may have contributed to the tubing breakage. This complaint is most likely due to handling in the field. The l-cath assembly operating procedure includes leak testing, catheter-to-luer tensile testing, and strain relief to bushing tensile testing. Product is 100% visually inspected at various times during manufacture.

Event description:
Nurse was discontinuing a PICC line that was no longer needed. She carefully removed the tape, cotton balls and opposites, one layer at a time. When she pulled back the cotton balls, she saw the PICC line sitting on top, with it open and dripping IV fluid. It was quickly clamped it off, and nurse proceeded to remove the PICC per protocol. The line had somehow become severed or ripped right up from the hub about 1 cm. The rest of line was intact. Temporary harm requiring intervention but no lasting issues with patient.